Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and tested a known good keypad on the unit without exception. The fse troubleshot the coiled cord without resolving the issue. The fse opened the keypad case and reseated all connections, cleaned all dust on the keypad case and coiled connector on the back of the unit, and reseated the coiled cord connector on the back of the unit. Upon reseating the connections, the fse was able to get into service mode consistently and complete the keypad test consistently. The fse repeated the test multiple times successfully to ensure proper functionality. The issue was narrowed down to a loose connection on the coiled connector either on the keypad or behind the unit. The preventive maintenance was completed. The iabp unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the keypad test during a preventative maintenance performed by a getinge field service engineer (fse). There was no patient involvement and no adverse event was reported.